Event description:
Event verbatim [preferred term] burn blister [burns second degree] , case narrative:this is a spontaneous report from a contactable pharmacist. A 74-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) lot number s16679, expiration date jan2020, from 23mar2018 to 23mar2018 at 1 warp, frequency unknown for back pain. Medical history included chronic back pain and intestinal surgery. Concomitant medication included metoprolol orally at 47.5 mg once daily for hypertension. Heatwrap described as: thermacare s-xl 06683796. It was used for the first time. After application several burn blisters developed within a few minutes (severe burn) - one photo of the burn was present at the pharmacy. The thermal burn wound started on (B)(6) 2018, assessed as medically significant by the pharmacist. It was expected that there would be a permanent damage (scars), a surgical treatment was confirmed (not further described). Treatment consisted in panthenol ointment and medical surveillance. Adhesive flaps were very slanted and glued unclean, thus the package was trapezoidal curved. The patient wore thin clothes under the wrap. The action taken in response to the event of the product was permanently discontinued. Treatment was received for the event. The outcome of the event was resolved on (B)(6) 2018. Additional information has been requested and will be provided as it becomes available. Follow-up (B)(6) 2018: new information received from the pharmacist included: patient data (weight, height), suspect product data (start date, stop date, dose, indication, action taken), medical history, concomitant medication, event onset date, stop date and outcome, treatment received. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blister [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip) lot number s16679, expiration date jan2020, from unknown date for unknown indication. Medical history and concomitant medications were not reported. After application several burn blisters developed within a few minutes (severe burn) - one photo of the burn was present at the pharmacy. Adhesive flaps were very slanted and glued unclean, thus the package was trapezoidal curved. The patient wore thin clothes under the wrap. The action taken in response to the event of the product was unknown. Treatment was received for the event. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Complaint is a reported adverse event "heat wrap caused burned blisters on the skin". The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burn blister [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist. A 74-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: s16679, expiration date: jan2020, from 23mar2018 to 23mar2018 at 1 warp, frequency unknown for back pain. Medical history included chronic back pain and intestinal surgery. Concomitant medication included metoprolol orally at 47.5 mg once daily for hypertension. Heatwrap described as: thermacare s-xl (B)(4). It was used for the first time. After application several burn blisters developed within a few minutes (severe burn) - one photo of the burn was present at the pharmacy. The thermal burn wound started on (B)(6) 2018, assessed as medically significant by the pharmacist. It was expected that there would be a permanent damage (scars), a surgical treatment was confirmed (not further described). Treatment consisted in panthenol ointment and medical surveillance. Adhesive flaps were very slanted and glued unclean, thus the package was trapezoidal curved. The patient wore thin clothes under the wrap. The action taken in response to the event for thermacare heatwrap was permanently discontinued in 2018. Treatment was received for the event. The outcome of the event was resolved on 1(B)(6) 2018. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Complaint is a reported adverse event "heat wrap caused burned blisters on the skin". The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (20apr2018): new information received from the pharmacist included: patient data (weight, height), suspect product data (start date, stop date, dose, indication, action taken), medical history, concomitant medication, event onset date, stop date and outcome, treatment received. Additional information has been requested and will be provided as it becomes available. Follow-up (27apr2018): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment based on the information provided, the event of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.